Event description:
Event description guidant received information that this pacemaker, which is included in the failure mode 2 advisory was reported by the field representative to have a sudden loss of capture (loc), on trans telephonic monitoring. The fcr inquired if a fm 2 device could have had a sudden loc? The fcr ws going to check the device. The patient presented to the follow-up appointment with intermittent syncope. Upon interrogation everything appeared to be working fine, with isometric tests the impedance measurements was noted to be >2500 & loc. An x-ray confirmed the patient had clavicular crush of the ventricular lead. The patient was admitted for placement of a new ventricular lead.the pacemaker was prophylactically explanted due to being included in the advisory.